Event description:
The patient was undergoing a repair of an abdominal aortic aneurysm. Eighteen-gauge introducer needles were placed. The physician attempted to pass a guidewire through the pigtail catheter and it was difficult. An x-ray was done and it showed that the coating on the guidewire was starting to peel off. It was removed and nothing was left in the patient. No harm to patient.